Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. Updated fields: h6 / h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the no image was caused by fluid invading the scope connector during handling of the device by the user. The fluid invasion caused an abnormality of the electrical part, and as a result no image appeared; however, a definitive root cause could not be established. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issues (no image and flared image) were confirmed. In addition, service found the image was noisy due to damaged plug unit, the circuit board unit in the scope connector was dirty due to water leakage, and there was play in the angulation lever due to wear of the angulation wire. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that there was no image sometimes and the image was flared. It is unknown when the reported issues were observed. There was no patient or user injury reported due to the event. This report is being submitted for the reportable malfunction of no image.